Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported there were high impedances. Electrodes 0, 1, and 3 have impedance values greater than 4000ohms. The manufacturer representative (rep) reprogrammed to cover a new pain unrelated to the impedance issue and the rep was able to program around the affected electrodes. The issue was resolved. No further complications were reported/anticipated.